Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis with blood glucose of 190 mg/dl. The customer states that they received an insulin flow block. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was received which was not included with the initial report. Updated with this report.

Event description:
Customer reported via phone call that customer was using auto mode at the time of the incident.